Event description:
It was reported that during radius surgery (l4-5 were fixed), the cross connector was broken when surgeon tried to bend it. After that, the surgery used other connector and finished the surgery.

Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment;results: according to the surgical technique guide, attempting to bend the fixed cross-connectors past the maximum bend angle of 22 degrees can result in immediate breakage of the connector. This was further confirmed in the mar for the fractured cross-connector that stated the fracture was a result of ductile bending overload.conclusion: a plausible root cause for the deformation in one cross-connector and fracture in the other cross-connector is excessive bending.

Event description:
It was reported that during radius surgery (l4-5 were fixed), the cross connector was broken when surgeon tried to bend it. After that, the surgery used other connector and finished the surgery.